Event description:
While performing a mandibular block, the needle broke off at the hub. The pt was referred to an oral surgeon. On the advice of the oral surgeon, the needle remained in the pt's gum tissue. The pt is also seeing an ear, nose, and throat specialist. There has been no change in the pt's actual medical status.